Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.4, lab: 1; (B)(6) 2011, 3.1, 2.7. Pt's therapeutic range: 2-3 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.4, reference: 1.8, mean: 2.10, confidence limits: 1.3-2.7; 3.1, 2.7, 2.90, 1.8-4.2. Analysis of customer's data revealed that both inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required a this time. Per general description of complaint, pt had heparin on (B)(6) 2011 and was on lovenox from (B)(6) 2011 to (B)(6) 2011. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per limitations addressed in the product user guide, inratio test should not be used for pts on heparin therapy. No strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.